Event description:
The following allegation was reported to davol by the patient: it was reported by the patient, that on (B)(6) 2007 she was implanted with a bard/davol composix kugel hernia patch during a ventral hernia repair procedure. The patient reports experiencing pain and "tightness" beginning in 2014 which was intensified over time. Patient treats the pain with (B)(6). Per the patient, her doctor reviewed CT scans which identified abdominal adhesions and told her that the mesh is contracting causing her pain and abdominal tightness. The patient reports that she is currently being treated for an unrelated condition (uti) and expects to undergo an additional surgical procedure when cleared to address the abdominal pain.

Manufacturer narrative:
No definitive conclusions can be made at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Adhesions are a known and inherent risk or surgery and are listed in the adverse reaction section of the IFU. If additional information is obtained, a follow up MDR will be submitted.